Event description:
Patient in for capsular contraction of breast implant on [redacted date]. Implants originally placed on [redacted date]. Implants sent to pathology; received right and left breast implants right implant 268g 9.5x9.5x5cm the wall is smooth, clear, colorless and glistening. The wall displays the inscription "mentor, 9610063, hpx 260 cc." The lumen contains clear, colorless gelatinous material. The left implant is 265g, 9.5 x 9.5 x 5.0 cm. The wall is smooth, clear, colorless, and glistening. The wall displays the inscription "mentor, 9610063, hpx 260 cc." The lumen contains clear, colorless gelatinous material. There are no attached soft tissues. Per md notes, specimens are to be returned to manufacturer for reimbursement.